Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Enduser alleges that sam360p unit has device service require message; non fsca.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 28th august 2017. A fractured joint between track 8 (shock key) on the membrane tail and the solder joint on the j12 connector had resulted in the shock key remaining open circuit. A 360p device has no shock button, and the shock key line is tied to ground via track 8 and track 9 on the membrane tail. These tracks remaining open circuit had resulted in the device failing self-tests due to a shock key error and the reported fault of ¿device service required¿ prompt. Heartsine records indicate the device had performed to specification throughout testing on the 28th august 2017, and the device successfully performed self-tests after despatch from heartsine up to 8th april 2018, this would indicate the solder joint had become fractured after this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. Enduser alleges that sam360p unit has device service require message; non fsca.